Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. The sample was received by baxter. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The sample could not confirm the reported problem.

Event description:
On (B)(6) 2012, a patient was given a new transfer set. The patient reported on (B)(6) 2012 that, on (B)(6) 2012, a leak was noted. The fluid would not stop flowing even when the twist clamp was closed. The sample was available and requested for evaluation. There was patient involvement but no patient injury or medical intervention reported.